Event description:
It was reported that during an unk procedure, the hospital contacted the distributor to report that this device presented leakage during the procedure. No sample to be returned. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Additional info: device batch # e9f81h, e9f693.